Manufacturer narrative:
(B) (4). Final device analysis of the pump revealed motor gear shaft wear. The top of gear 3 has upper shaft wear and caking in the corresponding jewel. The motor was initially stalled. The roller arm area has some moisture and corrosion present. X-ray shows there is no roller arm movement.

Event description:
The pump was returned to the MFR for disposal only when it was explanted. The return paperwork did not suggest or question a malfunction and no pt symptoms were reported. The pump underwent routine analysis. The medication being delivered via the device system was fentanyl.